Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2009, product type: pump. (B)(4). Information indicates that one catheter had a problem. It is unknown which of the implanted catheters is the concern. See MFR report #3007566237-2016-00139 and #3007566237-2016-00140 for the report on the other potential catheter(s).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving intrathecal baclofen therapy (unknown concentration and dose) via an implantable pump for intractable spasticity and cva (stroke) das system. The date of the event was unknown. It was reported the patient showed increased spasticity/rigidity and was not responding to therapy and/or not receiving therapy. A catheter access port dye study (cap) was done on (B)(6) 2015. The physician accessed the cap port verified under fluoroscopy and was not able to aspirate the cap port. The cap was slowly aspirated and nothing came back. The physician stopped the procedure and it was believed that the catheter was not patent. The cause was unknown and had not been resolved. The date and cause of the event, interventions, medical history, type of baclofen, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.